Event description:
It was reported that the lead is protruding through the patient's skin, and there is a small opening at the base of the nuchal incision, where approximately 5mm of the lead is exposed through the skin. It was also reported that there is no active infection. The generator was previously removed due to infection and is reported in MFR report #: 1644487-2017-04748. No known surgical intervention has occurred to date for the lead. No other relevant information has been received to date.